Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00525. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the abdominal aortic artery (aaa) using ruby coils. During the procedure, the physician successfully deployed and detached multiple ruby coils using a lantern delivery microcatheter (lantern). The physician was then unable to advance a ruby coil through the lantern, and during an attempt to retract the ruby coil,it unintentionally detached while partially advanced into the lantern. The physician therefore pulled the detached ruby coil out of the lantern. The physician then experienced difficulty while advancing another ruby coil through its introducer sheath, and after multiple failed attempts to advance, the ruby coil introducer sheath was removed from the lantern. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.